Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) customer called for assistance with an iabp may require maintenance alarm. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 despite good faith efforts (gfes), no response has been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a